Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of deflation was received on august 25, 2025, with lot number 2590102. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on valve assessed as cracked valve seat diaphragm valve and delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure creases and broken plug strap disk shell was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced.